Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast reconstruction with a 500cc mentor cpx 4 breast tissue expander with suture tabs. Deflation from the back seam preventing expansion, and delayed would healing treated with antibiotics, was reported post procedure. As a result, the expander was replaced with an identical device on (B)(6) 2018. The patient¿s last known condition after the device exchange was fully recovered.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/19/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast reconstruction with a 500cc mentor cpx 4 breast tissue expander with suture tabs. Deflation from the back seam preventing expansion, and delayed would healing treated with antibiotics, was reported post procedure. Upon receipt by mentor, the device returned with brownish fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the lot is not legible. A rent was noticed at the patch. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brownish fluid found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices delayed wound healing and deflation are known complications associated with these devices and are referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).